Event description:
The customer stated that he was hospitalized for high blood glucose levels and nausea, with a reading of 690 mg/dl. Troubleshooting was performed. The customer stated that the insulin pump was exposed to an x-ray during the hospitalization. The insulin pump passed the displacement, prime and high pressure tests. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.